Event description:
It was reported that the patient¿s recharging interval was too short and that they were recharging too frequently. It was noted that the device must be recharged every 30 hours and the expected recharging interval was about 3 days. It was further noted that during the night the voltage was lowered by the patient using their patient programmer. The device was reportedly recharged to 100% without a problem and impedances were noted as ¿ok.¿ there was reportedly no patient injury or adverse event however, actions required as a result of the event included reprogramming and hospitalization.

Manufacturer narrative:
(B)(4).